Event description:
A report was received that the patient was experiencing stimulation on the rib area. It was also mentioned that the incision site looked semi-irritated. The patient was given antibiotics. The patient underwent a revision procedure. No device malfunction was suspected and the patient was doing well postoperatively.